Event description:
It was reported that the leads displayed high impedance, noise and oversensing. The patient was an infant when implanted and the leads are fractured due to patient growth. The leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).